Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('right one perforating my tube'), pelvic pain ('pain / chronic pelvic pain') and genital haemorrhage ('bleeding') in an adult female patient who had essure (batch no. E24121) inserted for female sterilisation. The patient's medical history included multigravida, parity 3, ear infection, acne, blood in urine, dysuria, lower abdominal tenderness, genitourinary chlamydia infection, acute cystitis, hematuria, postpartum hemorrhage, hypotensive, thrombocytopenia, gestational diabetes, acute anemia, diabetes, external ear abscess drainage, ear pain, urinary frequency, urinary urgency, postpartum hemorrhage and discomfort. X-ray:transabdominal followed by transvaginal scanning is performed. Reason for exam is pelvic pain;essure. The uterus is anteverted and normal in size, shape and texture. No fibroids seen. There is an essure present with a normal appearance on the left and right. The cervix is normal. The endometrium is normal. Both ovaries are identified. They are both normal in size and shape. They both have a few simple cysts present less than 1 cm. There is a small amount of free fluid. Previously administered products included for an unreported indication: methergine, magnesium sulfate, colace, colace, methergine, ephedrine, norco and cytotec. Concurrent conditions included endometriosis, chronic abdominal pain, paratubal cyst, hemorrhage (nos), upper respiratory infection, sore throat, runny nose, productive cough, nasal congestion, headache, menorrhagia, general body pain, vaginal odor, vaginal discharge, leg pain, ovarian cyst and endometrial thickening. Concomitant products included medroxyprogesterone acetate (depo-provera), metronidazole benzoate (flagyl) and paracetamol (tylenol). On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy & removal of essure and bilateral salpingectomy & removal of essure on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, pelvic pain and genital haemorrhage outcome was unknown. The reporter considered fallopian tube perforation, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: discrepancy noted in removal date : (B)(6) 2019. Approximately 3-5 coils were visualized bilaterally. On (B)(6) 2018 reported that: still concerned about having fragments of essure left in feels a lot better since essure removed. But in removal details it was mentioned that essure coils were pulled out intact. In removal and insertion details reported that: on the left, the coil curved up in a bundle at the tubal osteum. Same as above with bulging essure coils seen on laparoscopy. Essure coils bulging seen on laparoscopy. Endometriosis over the right ureter. The essure coils were seen bulging and bending the fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on (B)(6) 2017: there is fluid seen in the stomach and bladder. Fetal breathing is observed and bpp is 8/8.; on (B)(6) 2018: there is an essure present with a normal appearance on the left and right. Both ovaries have a few simple cysts present less than 1 cm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, genital bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received. Event:right one perforating my tube were added. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / chronic pelvic pain') and genital haemorrhage ('bleeding') in an adult female patient who had essure (batch no. E24121) inserted for female sterilisation. The patient's medical history included multigravida, parity 3, ear infection, acne, blood in urine, dysuria, lower abdominal tenderness, genitourinary chlamydia infection, acute cystitis, hematuria, postpartum hemorrhage, hypotensive, thrombocytopenia, gestational diabetes, acute anemia, diabetes, external ear abscess drainage, ear pain, urinary frequency, urinary urgency, postpartum hemorrhage and discomfort. X-ray:transabdominal followed by transvaginal scanning is performed. Reason for exam is pelvic pain;essure. The uterus is anteverted and normal in size, shape and texture. No fibroids seen. There is an essure present with a normal appearance on the left and right. The cervix is normal. The endometrium is normal. Both ovaries are identified. They are both normal in size and shape. They both have a few simple cysts present less than 1 cm. There is a small amount of free fluid. Previously administered products included for an unreported indication: cytotec, methergine, ephedrine, colace, magnesium sulfate, colace, norco and methergine. Concurrent conditions included endometriosis, chronic abdominal pain, paratubal cyst, hemorrhage (nos), upper respiratory infection, sore throat, runny nose, productive cough, nasal congestion, headache, menorrhagia, general body pain, vaginal odor, vaginal discharge, leg pain, ovarian cyst and endometrial thickening. Concomitant products included medroxyprogesterone acetate (depo-provera), metronidazole benzoate (flagyl) and paracetamol (tylenol). On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy & removal of essure on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. The reporter commented: discrepancy noted in removal date : 09 aug 2019 approximately 3-5 coils were visualized bilaterally. On (B)(6) 2018 reported that: still concerned about having fragments of essure left in feels a lot better since essure removed. But in removal details it was mentioned that essure coils were pulled out intact. In removal and insertion details reported that: on the left, the coil curved up in a bundle at the tubal osteum. Same as above with bulging essure coils seen on laparoscopy. Essure coils bulging seen on laparoscopy. Endometriosis over the right ureter. The essure coils were seen bulging and bending the fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on (B)(6) 2017: there is fluid seen in the stomach and bladder. Fetal breathing is observed and bpp is 8/8.; on (B)(6) 2018: there is an essure present with a normal appearance on the left and right. Both ovaries have a few simple cysts present less than 1 cm.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, genital bleeding. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc (product technical complaint) incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / chronic pelvic pain') and genital haemorrhage ('bleeding') in an adult female patient who had essure (batch no. E24121) inserted for female sterilisation. The patient's medical history included multigravida, parity 3, ear infection, acne, blood in urine, dysuria, lower abdominal tenderness, genitourinary chlamydia infection, acute cystitis, hematuria, postpartum hemorrhage, hypotensive, thrombocytopenia, gestational diabetes, acute anemia, diabetes, external ear abscess drainage, ear pain, urinary frequency, urinary urgency, postpartum hemorrhage and discomfort. X-ray:transabdominal followed by transvaginal scanning is performed. Reason for exam is pelvic pain; essure. The uterus is anteverted and normal in size, shape and texture. No fibroids seen. There is an essure present with a normal appearance on the left and right. The cervix is normal. The endometrium is normal. Both ovaries are identified. They are both normal in size and shape. They both have a few simple cysts present less than 1 cm. There is a small amount of free fluid. Previously administered products included for an unreported indication: cytotec, methergine, ephedrine, colace, magnesium sulfate, colace, norco and methergine. Concurrent conditions included endometriosis, chronic abdominal pain, cyst, hemorrhage, upper respiratory infection, sore throat, runny nose, productive cough, nasal congestion, headache, menorrhagia, general body pain, vaginal odor, vaginal discharge, leg pain, ovarian cyst and endometrial thickening. Concomitant products included medroxyprogesterone acetate (depo-provera), metronidazole benzoate (flagyl) and paracetamol (tylenol). On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy & removal of essure on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. The reporter commented: discrepancy noted in removal date: (B)(6) 2019. Approximately 3-5 coils were visualized bilaterally. On (B)(6) 2018 reported that: still concerned about having fragments of essure left in feels a lot better since essure removed. But in removal details it was mentioned that essure coils were pulled out intact. In removal and insertion details reported that: on the left, the coil curved up in a bundle at the tubal osteum. Same as above with bulging essure coils seen on laparoscopy. Essure coils bulging seen on laparoscopy. Endometriosis over the right ureter. The essure coils were seen bulging and bending the fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on (B)(6) 2017: there is fluid seen in the stomach and bladder. Fetal breathing is observed and bpp is 8/8. On (B)(6) 2018: there is an essure present with a normal appearance on the left and right. Both ovaries have a few simple cysts present less than 1 cm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, genital bleeding. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.